Event description:
The customer reported that the end cap sticker is missing, and part of the motor is protruding from the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a missing end cap sticker and a loose drive support disk.